Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" on the autopulse platform (serial # (B)(4) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause of the reported error was due to a defective processor board. There was no physical damage observed on the autopulse platform during visual inspection. However, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance was identified. To remedy the drive shaft issue, the clutch plate was deburred. During archive data review, system error [132] - internal watchdog timeout was observed on the event date, thus confirming the reported complaint. The initial functional testing could not be performed due to unclearable "system error, out of service, revert to manual CPR" message on the returned autopulse platform. To remedy the error message issue, the defective processor board was replaced. After part replacement, the autopulse platform was re-evaluated. Platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with known good batteries until discharged without any fault or error. The brake gap was inspected and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed all the functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.